Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this lead was found to be loose and was exhibiting high pacing thresholds. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.